Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a proglide after an interventional endovascular treatment using a 8f sheath. Reportedly, a cuff miss occurred. The device was attempted to be removed; however, the foot could not be retracted despite the lever being open and closed to attempt to remove it. A little force was applied to remove the device out of the anatomy. There was no vessel damage reported. The guidewire was re-inserted and a new proglide device was used to successfully achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The difficulty opening and closing the foot was not confirmed. The difficulty removing the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was removed against resistance. It should be noted that the electronic proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.